Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. All photographic evidence was reviewed. Based on the event logs and the investigation from the engineering team on the velys base station, complaint is confirmed. However, the investigation found, no issues or defects. And the system was operating properly and accurately. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was provided for this device.

Event description:
Right velys tkr case, after the completion of the posterior cut, when verifying the lateral posterior cut it showed that the cut was 4.5mm anterior, as a result we had to use more cement when implanting definitive prosthesis. All other cuts were fine and femoral array had not moved.

Manufacturer narrative:
Product complaint # (B)(4).depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.